Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that during a meniscus repair procedure, the curved fast fix 360 first deployment button was not working, then implants broke and were removed from the patient. A backup device was available to complete the procedure. No delay and no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported fast-fix 360 curved needle delivery system, used in treatment, has not been returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the ts broke. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive forces applied to the device during use. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The reported fast-fix 360 curved needle delivery system, intended for use in treatment, has been returned for evaluation. Visual assessment of the device showed no suture or ts remain on the delivery needle or were returned for evaluation. Without the return of the construct the customers complaint cannot be confirmed. From the information provided, the anchors broke. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force placed on the implants during cinching of the suture. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.